Event description:
Right pigtail chest tube catheter placed by md (physician) on (B)(6) 2024, d/t (due to) right pneumothorax. Pt had continued increasing oxygen requirements overnight into (B)(6). Pigtail catheter assessed in am by dr. (Physician) and rt (respiratory therapist). Clear film noted to covering blue adapter piece that connects to pleuravac drainage system. New blue adapter piece applied by md with improved ventilator settings and oxygen saturation.